Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a follow up the physician noted low sensing and high capture thresholds. After a radioscopic exam the physician diagnosed lead dislodgement. The lead was repositioned.

Event description:
New information notes that the lead was explanted due to high thresholds and was not returned.